Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. Visual inspection observed a dark marking on one of the prongs in the power port. Functional evaluation revealed no issues. The unit did not spark or show signs of arcing, the unit did not activate any function on its own, and the unit did not have power cycling related issues. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure of a concomitant device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a hip replacement, one (1) werewolf 20000 controller was firing off randomly, it would activate by itself without anyone touching the trigger. The procedure was resumed, without any delay, using a similar s+n back-up product. No further complications were reported.